Manufacturer narrative:
Device is used for treatment, not diagnosis.

Event description:
Pt had an intramedullary nailing of the hip on (B)(6) 2012. The initial post-operative x-rays were within normal limits. Six weeks post-op, x-rays revealed that the helical blade appeared to be sliding down. Later post operative x-rays show that the helical blade had protruded through the femur head and into the acetabulum. Revision surgery took place (B)(6) 2012. The nail was removed and a total hip procedure was then performed. This is report #2 of 2 for the same event.

Manufacturer narrative:
Part received intact with the following notations: the anodize color has been rubbed off of a portion of the blade end and along the length of the shaft. This is consistent with field usage. The threads are damaged and could not be accurately measured. This could have occurred during explantation or insertion. No other defects noted. This could occur for several reasons, such as poor bone quality, inadequate placement of the blade, or poor fracture reduction. Follow-up x-rays are normally reviewed and if there is an onset of migration action should be taken to correct the situation. There is no evidence that this complaint is design related and it is not possible to determine the root cause of this complaint.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received.